Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm. The aortic neck was 10 to 12 mm long, ranged from 20 to 31 mm in diameter, calcified, and severely angulated at 70 to 80 degrees. The iliac arteries were tortuous and calcified. The renal arteries were 24 mm to 25 mm in diameter, and there was severe calcification at the left renal artery. It was reported that the x-ray machine was not correctly aligned, and consequently, the stent graft was implanted lower then intended. After the stent graft was implanted, the graft continued to move distally due to the aortic neck morphology. The physician elected to explant the stent graft from the pt and convert the pt elected to explant the stent graft from the pt and convert the pt to an open surgical repair. The stent graft and the delivery system were discarded by the user. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation: results: short, severely angulated aortic neck; implanting the stent graft in a short, angulated aortic neck. Conclusion: short, severely angulated aortic neck; x-ray machine was not correctly aligned; implanting the stent graft in a short, angulated aortic neck.